Event description:
It was reported that the implantable pacemaker intrinsic amplitude is out of range on this right atrial (ra) lead. The presenting electrogram (egm) shows atrial undersensing, with unnecessary atrial pacing observed. The atrial sensitivity is currently programmed to maximum automatic gain control (agc) at 0.15mv (millivolts). The battery longevity is normal and other lead measurements are satisfactory. This alert will not retrigger until the device is interrogated with a programmer. At this time, the device and lead remain in-service. No adverse patient effects were reported.